Event description:
It was reported that during preparation of left heart catheterization procedure, shaft of the cutting balloon detached. The target lesion was located in the left heart. The 10 x 3.50 flextome cb mr cutting balloon was selected to treat the target lesion. Upon preparation, the balloon protector was stuck and upon puling it was noted that the shaft detached. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during preparation of left heart catheterization procedure, shaft of the cutting balloon detached. The target lesion was located in the left heart. The 10 x 3.50 flextome cb mr cutting balloon was selected to treat the target lesion. Upon preparation, the balloon protector was stuck and upon puling it was noted that the shaft detached. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned unit confirmed a shaft detachment at 25cm from the catheter tip. The shaft was also stretched at the break site. This type of damage is consistent with the reported difficulties removing the protector cap. The balloon protector cap was not returned. No other damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).